Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "problem notify = options not found already setting date and time and restart." No clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator displayed the message ¿options not found.¿ it was attempted to set the date and time and restart the device, but ventilation could not be started without the option keys. No patient was involved, and no harm was reported. No medical intervention was required. The issue was resolved after entering the correct licenses, and the device returned to normal operation. No additional information has been received. The case is considered closed.